Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received six photographs which displayed an unsealed 18ga x 1.25in nexiva unit showing a used catheter with media and a v-shape appearance at the tip of the catheter. A cannula was not present. Significant damage was observed to the catheter tip confirming the reported issue. The formation of the cut observed was likely due to the manufacturing process. During manufacturing when the catheter is being cut to length, dull blades or worn tooling may cause insufficient catheter tip quality. An incorrect cut of the catheter tubing would align with the needle penetration being difficult or painful. A device history record review showed no non-conformances associated with this issue during the production of batch (B)(4). Operators perform in process sampling, set-up and training throughout the manufacturing process. Preventative maintenance (pm's) are also performed periodically to ensure proper function of the equipment.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port was frayed. The following information was provided by the initial reporter: it was reported by the customer that "one of our techs was starting an 18g on a patient and when she went to insert the needle, she could tell something was immediately wrong and the patient has a lot of pain. She took the needle and catheter out right away and saw the end of the IV catheter was all frayed. I have photo attached to the email if you'd like them. The item was disposed of in the proper receptacle and is not available to send back". Verbatim: this issue has been seen twice now at mayo ¿ the first time, the catheter wasn¿t saved for sending in ¿ and is completely different than the issue we¿re seeing with the 20g needles. Both issues are putting our patients at risk, causing them discomfort, each time requiring additional IV placements which can be detrimental in our high-risk patients who have limited vein access. Not to mention the increasing frustration with the staff using these needles and seeing ¿nothing being done¿ about the numerous reports that have been filed. As we¿ve stated, these ivs are placed by seasoned staff, including our IV team who are highly trained individuals whose sole purpose is to place ivs in our patients for their exams. Event 1 (B)(4): one of our techs was starting an 18g on a patient and when she went to insert the needle, she could tell something was immediately wrong and the patient has a lot of pain. She took the needle and catheter out right away and saw the end of the IV catheter was all frayed. I have photo attached to the email if you'd like them. The item was disposed of in the proper receptacle and is not available to send back.